Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed patient results for total bilirubin generated using the architect c4000 analyzer. The following results were provided for one patient. Initial <0.1, repeat using a non-abbott analyzer 1.22. No impact to patient management was reported.

Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to the account and found 2 damaged cuvette segments (part 7-207043-01) with chipped and detached bottoms. The fse concluded that the damage to the cuvettes was due to misalignment of the cuvette washer assembly within the architect c4000 analyzer serial number (B)(4), however the cause of the misalignment was unknown. Dirty cuvettes were also found on the system when the system was stopped during the cuvette wash. The damaged cuvette segments were replaced and the cuvette washer was realigned. The cuvettes were washed and probes were calibrated. The analyzer was returned to normal operation. Evaluation of the customer issue included complaint text review, a search for similar complaints, labeling review, instrument log review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Service history review and instrument log review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Manufacturer narrative:
The correction/removal reporting number was added. The product correction letter was issued on december 8, 2017.

Manufacturer narrative:
Further investigation of the customer issue was performed. The suspect medical device was changed from the architect c8000 system, ln 01g06-11 to the architect c8000 cuvette segment, ln 01g46-01 (same manufacturing site). Results and conclusions codes were changed to 114 and 23 respectively. An abbott investigation has determined that the bottom of the cuvette segment may detach due to either excessive force applied during manual cleaning of cuvettes or cuvette wash tower crashes, or due to lack of sufficient glue during cuvette segment manufacturing (c4000 and c8000 only). A product correction letter will be issued to all current architect c4000 analyzer, architect c8000 system and architect c16000 system customers to inform them that the base of the architect cuvette segment may become detached under specific conditions causing the potential for falsely depressed clinical chemistry patient results to be generated. The letter provides additional guidance for the operators to inspect cuvette segments in situations where excessive force may have been applied including manual cleaning and/or cuvette washer movement errors.